Manufacturer narrative:
It was reported that all hardware was removed due to a broken plate and about 4 broken screws in a non-compliant patient with high bmi. Although the patients bones were partially fused, the surgeon revised the site with tmc hardware. The device was not returned to the manufacturer for evaluation as it was discarded by the facility. The device history records for all devices intended to be implanted were reviewed (1405-1012, 1405-1014, 1405-4005, and 1508-4001) and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to the breakage of the plate and screws, however additional information indicates the surgeon believes it was due to non-compliance. The instructions for use identify warnings related to postoperative care. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2018, all hardware was removed on (B)(6) 2019 due to a broken plate and about 4 broken screws in a non-compliant patient with high bmi. Although the patients bones were partially fused, the surgeon revised the site with tmc hardware. There was no other report of any patient impact or injury as a result of this event.